Event description:
It was reported that during a one-level kyphoplasty procedure, the pt suffered a vertebral compression fracture from osteoporosis. Intra-operatively, the physician noticed a small amount of pmma extravasated laterally. Per report, the pt complained of left thigh numbness in the recovery room and an x-ray confirmed cement in the pt's left lateral foramen at the level treated. The next day an MRI confirmed a 2mm spicule of bone cement on the exiting nerve root. Reportedly, the pt's symptoms have progressed to significant left quadriceps weakness that requires the pt to use a walker for safe ambulation.

Manufacturer narrative:
Device not returned, f/u conversation with co rep and reporting physician.